Event description:
Following a fall, the patient had no stimulation. The doctor checked telemetry and it showed "below 7 ua at the settings of can (+) and 2 (-)". "Battery status showed ok." The implantable neurostimulator was replaced and the stimulation came back at the settings of can (+) and 2 (-). The patient's status was reported as "no health hazard".

Manufacturer narrative:
(B) (4) - the implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.